Event description:
A healthcare professional reported that before vitrectomy surgery an ophthalmic diathermy probe had no response causing no impact on patient. Additional information has been requested but is not available at the time of this report.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 CFR 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (b)(4).